Manufacturer narrative:
This is an initial submission for the third product in this case. The manufacturer report numbers for the first and second product in this case are 8041101-2016-00013 and 8041101-2016-00014 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 23-mar-2016 from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using johnson and johnson floss, mint waxed, (lot number, frequency and expiration date unspecified) dentally for an unknown indication. After an unspecified duration, the consumer noticed the floss cutter and the top tray over the floss or the plastic insert came loose when dispensing the floss. The consumer used three devices and had the same issue with all three devices. The consumer has used the floss for many years without any issue. No lot number was reported; therefore, a batch record review and retain analysis could not be requested and a lot trend analysis could not be performed. The analysis for this product and complaint category will be managed through the monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction in the united states of america.